Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g7 failed to remain paired with the ilet, repeatedly reverting to ¿start sensor,¿ leading to suspended insulin delivery until a new sensor was applied and completed warmup, after which pairing succeeded and insulin delivery resumed. Symptoms included hypoglycemia to 55 mg/dl and hyperglycemia up to 273 mg/dl. Outcomes included temporary interruption of automated insulin delivery and the need for user intervention with oral carbohydrates and subcutaneous insulin. Investigation included real-time troubleshooting, guidance to replace and pair a new sensor, confirmation of warmup and successful reconnection, and user education on disconnecting or pausing ilet dosing when using secondary therapy. Investigation of this case revealed sensor pairing and connectivity failure between the cgm and pump user interface, compounded by continued use of backup insulin while still connected, which contributed to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was user interaction issues with cgm pairing and concurrent therapy while connected, with device performance restored after sensor replacement and proper pairing.